Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message" was confirmed during the functional testing and event log review. The root cause for the reported complaint was due to damaged wire harness pic 16 cable and wire harness cooling engine cable. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system failed functional testing due to tcmid:02 (ce danfoss error) error message. The event log review showed occurrence of tcmid:02 error message on the reported complaint date. The assembly wire harness pic 16 and wire harness cooling engine were replaced to remedy the error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message. The issue occurred during the cooling phase of the ivtm treatment. The patient treatment was continued with another thermogard xp ivtm system. No patient consequence was reported.